Event description:
Philips received info from a customer site that following servicing and recalibrating of the forte gamma camera, a center of rotation (cor) calibration was run by the site technologist, and found to not be within specifications. The customer alleged that the incorrect cor correction had been applied to 10 pt's studies. Of the 10 pts, the customer alleged that 4 of the 10 pts may have received wrongful, additional procedures as a result.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Philips reviewed the info provided by the customer site and found that the field service engineer (fse) fse who initially responded to the call was not trained on the forte system and did not known that a cor calibration/check had to be performed. Additionally, the reporting physician who read the scans was a radiologist and not a nuclear medicine physician. The presence of defects in the same area of the myocardium for several pts should have alerted the physician. No additional pt info was provided by the customer site. Product documentation including service manual and user's manual address cor calibration and cor check. Philip's policy for customer service proprietary, confidential materials and services for pms equipment ((B)(4))states that an fse must be properly trained to perform service on pms equipment. Therefore, untrained fse should not perform service without supervision. (B)(4).